Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station at blue screen and stopped responding. A technical support specialist confirmed with customer that they were able to resolve the issue by rebooting the station. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped responding, preventing user from removing the required medication. The customer stated that there was a delay of about 2 to 5 minutes to reboot the station to user login. There were no adverse events or injuries reported based on this event.